Event description:
It was reported that the pt experienced a reduction in pain relief. There was a 40% volume discrepancy; specific volumes were not reported. No rotor study or dye study was performed. The pump was replaced and the pt recovered without sequela. The pump was used to deliver morphine and bupivicaine.